Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning of both tubes reveals metal stents 2.0 and 3.0 cm in length , respectively these atents grossly extent into the adjacent myometrium') and device expulsion ('sectioning of both tubes reveals metal stents 2.0 and 3.0 cm in length , respectively these atents grossly extent into the adjacent myometrium') in an adult female patient who had essure (batch no. 626901) inserted. The patient's concurrent conditions included menorrhagia, dysmenorrhea and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning of both tubes reveals metal stents 2.0 and 3.0 cm in length , respectively these atents grossly extent into the adjacent myometrium') and device expulsion ('sectioning of both tubes reveals metal stents 2.0 and 3.0 cm in length , respectively these atents grossly extent into the adjacent myometrium') in an adult female patient who had essure (batch no. 626901) inserted. The patient's concurrent conditions included menorrhagia, dysmenorrhea and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device expulsion, embedded device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.